Manufacturer narrative:
Additional product code: kwp, kwq, osh, nkb, mni. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: as described in (B)(4), the patient underwent the 1st revision procedure on (B)(6) 2021, with both the connector and the setscrew in question which were deployed. On an unknown date, it was found that the setscrew had been loose. On (B)(6), the patient was scheduled to undergo another revision procedure for the setscrew replacement. The surgeon commented that the setscrew in question was tightened for sure in the 1st revision procedure. This (B)(4) are related as follows: (B)(4): about the loose setscrew which was deployed in the 1st revision procedure on (B)(6) 2021. (B)(4): about the rod breakage after the primary procedure. This report is for one (1) conn o/o sd top ntch 5.5x5.5 t. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: a review of the receiving inspection (ri) for conn o/o sd top ntch 5.5x5.5 t was conducted identifying that lot number nw260469 was released in a single batch. Batch1: lot qty of (B)(4) units were released on september 29, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to us customer quality (cq ) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned conn o/o sd top ntch 5.5x5.5 t determined no product issues with the device. Signs of use were observed which would not contribute to the complaint condition. No post operative radiographic images were provided. The dimensional inspection was performed and the device met specifications. No issues were observed with the conn o/o sd top ntch 5.5x5.5 t. A complete functional test could not be performed as the mating rod in question was not returned for evaluation. However, a partial functional test determined the connector to assemble with the set screw as expected. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the conn o/o sd top ntch 5.5x5.5 t as no issues were observed with the device and no post operative images/radiographs were provided. A definitive root cause could not be determined for the reported complaint condition from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawings reflecting the current and manufactured revisions were reviewed: expedium adult, revision connector 5.5 embedded top notch body, ti dimensional inspection: minor dia. Set screw slot= conforming device used: caliper device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product complaint # (B)(4). Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot:a review of the receiving inspection (ri) for conn o/o sd top ntch 5.5x5.5 t was conducted identifying that lot number nw260469 was released in a single batch. Batch1: lot qty of units were released on 29 sep 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.